Manufacturer narrative:
The customer technical support (cts) assisted the customer in cleaning and removing the plug in the drainage port of the dxh800 rbc bath. Service was not dispatched for this event as the issue was resolved by the customer and the remote assistance from cts. Per labeling, dxh 800 instructions for use pn 629743: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of less than 1 cubic centimeter of clear fluid from the red blood count (rbc) bath on to the sample tubes and was not contained within the unicel dxh 800 coulter cellular analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and goggles. There was no exposure to mucous membranes or open wounds and medical attention was not sought. No patient results were affected.